Event description:
While performing synvisc-one injection, I could hear ¿crunching¿ type sound with the injection. The fluid being administered was the standard viscous fluid without resistance. Upon completion of injection, I could see crystalized material in the syringe. The injection wasn¿t expired and box was sealed.